Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5107184. Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Per the voluntary medwatch report, it was reported that an unknown patient experienced inaccurate cgm values. They stated, 'my dexcom g6 sensor begins sending inaccurate glucose levels either very low when blood glucose is high or vice versa. The readings lead to inappropriate response and either hypoglycemia events or periods of hyperglycemia, both of which compromise my health. This has been a recurring issue.' No information about specific symptoms or treatment was provided, nor information about what was meant by 'inappropriate response' to the discrepant glucose values or who provided the response. No comparison cgm or bg values were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. Since no patient information was provided, dexcom was unable to contact the patient for any additional patient or event information and none is available.